Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed telemetry testing due to the cable being out of electrical specification. It was also noted that the label backing was missing. (B)(4).

Event description:
It was reported that the programmer had a broken lid and that it was "shorting." The programmer and radiofrequency (rf) head were returned for service. Both products were analyzed and tested out of specification. No patient complications have been reported as a result of this event.